Event description:
Letter required - valve not implanted, because, while parachuting the valve in position, the surgeon noticed slight dehiscence of the sewing ring from housing mechanism once sutures were placed in sewing ring.

Manufacturer narrative:
Device not reutnred.